Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 500 mg/dl at the time of the incident. Customer reported that her night and blood glucose was 137 mg/dl. Customer reported that current blood glucose was 189 mg/dl. Drive support cap appears normal (slightly indented). Customer reported they feel okay to troubleshoot. Customer will not return device for analysis.